Manufacturer narrative:
Continuation of medical devices: product ID 37751, serial# (B)(4), product type recharger. Product ID 37714, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient's recharger (insr) would not charge up their ins and then the ins depleted. They tried restarting the recharger but it did not resolve the issue. They also had a blankscreen on their programmer. They were able to get batteries however they were unable to open the battery compartment. The patient had to ask for assistance from their family to open compartment and then replace bateries. No further allegations/complications were reported.